Event description:
Customer reported via phone, the insulin pump had alarmed unexpected restart, button error, and sensor error. The device was also stuck in the rewind loop and was hospitalized on (B)(6) 2015 unsure if it was due to the device. Troubleshooting was performed for button error alarm. Customer doesn't recall blood glucose level at the time of the incident. Customer does not recall any significant event that may led to the event. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device. Troubleshooting for other alarms was not performed due to button error and device being replaced. Customer stated he doesn't use sensor so was unsure why it alarmed. Customer was advised it was most likely that sensor featured was turned on though customer was not sure how it was possible since he doesn't use the sensor feature.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.